Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke off at 18 mm from the distal end and a crack was spread on the fractured surface. The device history records for this serial number indicated no abnormalities related to this phenomenon. From the above inspection result, it is concluded that the probe cracked due to the load since ultrasonic output was activated with tissue twisted after grasping, and ultrasonic output decreased and the subject device stopped functioning. After that the probe was broken off due to the load during the cleaning of the probe. This report is being submitted as a med device report in an abundance of caution.

Event description:
During an open colorectal surgery, the subject device had no function after a working time of ca 1.5 hours. The customer attempted to clean the probe of the subject device and the probe was broken off outside of the pt. This procedure was completed using a similar device.